Manufacturer narrative:
Device evaluation: 1 unit of lot number c2069923 of spsof-7-5 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Visual inspection: stent returned, kink observed on the 4th porthole of pigtail curl. No other damage observed. Functional inspection: 0.035-inch wire guide passes kink with no issue. This file is related to the additional file ((B)(4)) that opened to capture user error of an incorrect sized wireguide with the replacement device. Manufacturing records: prior to distribution, all spsof-7-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-7-5 device of lot number c2069923 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: a photo was received of the stent and packaging. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. It may be noted that the use error of a 0.025" wire guide led to the kink on the pigtail end of the stent and the subsequent difficulty in advancing the wireguide through the stent. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, wire guide cannot be put through stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. It may be noted that the use error of a 0.025" wire guide led to the kink on the pigtail end of the stent and the subsequent difficulty in advancing the wireguide through the stent. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 04-oct-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user opened the package and checked the device confirmed the device is intact before use. But user detected the wire guide cannot be put through stent and observed there is kink at pigtail. User changed to a new stent to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Wire guide cannot be put through stent 2. What was the target location for the stent? Pancreas duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure no information provided. 4. Please indicate where the device was stored prior to use. Spd device cabinet spd. 5. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus 0.025 wire guide 25. 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Ercp. Ercp 7. Was the wire guide lubricated prior to use? Yes . 8. Was the wire guide inspected for damage prior to use?* yes. 9. Was the device at the centre of the complaint inspected for damage prior to use?yes 10. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. 11. If yes please indicate the type of procedure performed. 12. Did the patient involved exhibit altered anatomy or tortuous anatomy? Yes 13. If not with the device in question, how was the procedure finished?* with another pancreas duct stent. 14. Did the patient require any additional procedures as a result of this event? No. 15. What intervention (if any) was required? N/a 16. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 17. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 18. If yes, please detail any other defects observed for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus 290 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. I.e. Pancreatic duct 5. Was resistance encountered when advancing the wire guide to the target location?* yes. Cannot get through. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No. 7. Was resistance encountered when advancing the introduction system in place to the target location?* stent cannot be put through wire guide. 8. How did the physician deal with this resistance? User slightly straight the stent and observe the kink. 9. How did the physician determine the length of the stent to be used for the procedure? Dsa distance measurement ?dsa 10. Where was the stricture located in the duct? No stricture. 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No. ? 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a 13. After placement, was stent position verified? Stent was not entered into patient. 14. If yes, please describe how. N/a 15. Please estimate the amount of time the stent was in place prior to this occurrence. Stent was not entered into patient. 16. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Stent was not entered into patient. 17. Did any section of the device detach inside the endoscope or patient?stent was not entered into patient. 18. If yes, please specify what section of the device broke off: 19. Was the broken device retrieved? N/a 20. If yes, please indicate what tools were used during retrieval 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No information provided ? 22. If yes, please indicate what modifications were made: no information provided. 23. Please indicate why the modifications were necessary. No information provided. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No information provided. 25. Did any section of the device detach inside the endoscope or patient? No information provided.